Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead and pacemaker exhibited intermittent loss of capture. The patient was pacer dependent and was admitted to the hospital for syncope. The rv lead was surgically abandoned and the pacemaker was explanted. There were no additional adverse patient effects reported.